Event description:
It was reported that post stenting procedure to the obtuse marginal artery and two stents to the circumflex artery, the subject has experienced shortness of breath and has difficulty with breathing. The subject has a history of asthma but it has been controlled with medication and does not feel that the inhalers provide any effect to the current symptoms. The physician has only provided oxygen to the patient. There have been no other noted symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices used: stent: 3.0 x 18 mm rx vision; 2.25 x 15 mm mini vision. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.